Event description:
It was reported that patient was seen in clinic with high impedance (10,000 ohms). The suspect product remains implanted in the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the explanting facility that the deviceis not available for return. The explanted generator is not in explant facilitys possession. The device will be considered to be discarded as far an investigative purposes go. No other relevant information has been received to date.

Event description:
It was reported that lead was verified to be broken, patient referred for lead revision, however surgery has not occurred to date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced. The explanted product has not been received to date. No other relevant information has been received to date.